Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced the full height pocket slides and also replaced the drawer with existing drawer to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer confirmed that there was a delay to the patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.